Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the wires of the flexible drive cable were exposed. No other details regarding the nature of the event were provided. Since the event occurred after a cardiopulmonary bypass procedure, there was no pt involvement during this event.